Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and therefore the parts are not dis-/reassemable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dent in shaft. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dent in shaft. There was no report of patient harm.